Manufacturer narrative:
Pending investigation.

Event description:
As reported, on (B)(6) 2022, the rep covered a hemi arthroplasty hip. The surgeon planned on cementing the hip due to the patient's poor quality of bone. He broached to a size 8 and it was sitting three to four rings about the calcar. He then tried to go to a size 9 and the rep recalled it was sitting even higher than the size 8. Due to the 8 stem sitting high, the rep says he was planning on using a size six. Apparently the surgeon asked for an eight and the rep gave him a six. He says he misheard him and they cemented a size six stem and used a plus zero unipolar sleeve and went through a range of motion. The rep says it seemed stable and the surgeon closed. Approximately two weeks later the surgeon texted the rep and said the patient dislocated after falling on the floor in a nursing home, blaming the wrong size requested stem. They were able to reduce the hip non-surgically. The patient was last known to be in stable condition following the event. The reported event is not related to the breakage of a device and did not lead to a surgical delay/prolongation. No other patient information/medical history provided.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the fall and dislocation cannot be conclusively determined; however, it is most likely related to patient conditions.